Event description:
The manufacturer received information alleging a ''service required '' alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was reproduced. The service technician visually inspected the device and found the pca burnt, ui panel scratched box blower with contamination, outlet seal contaminated. In addition, the devices error log was downloaded, and error code was present when reviewed. This device was not repaired and was scrapped.